Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that, "PICC line repacked with micropour. Per PICC placer when they open the power PICC box, the inner pack of PICC line was looking unsterile as it was packed with micropore. It was looking used catheter, not fresh."